Manufacturer narrative:
Stn # bn 880217terumo bct, inc. (Importer) is submitting this report on behalf of fujinomiya factory of terumocorp., (manufacturer). Exemption number: e2015056.investigation: the collection set was not available for return for evaluation. Themanufacturing and testing records were reviewed for this lot number. No abnormalities werenoted in the records that would have contributed to the issue.the records regarding the particulate removal rates of the filter membranes were reviewed. Allmembranes conformed to established specification.root cause: a definitive root cause for the observed elevated wbc count remainsundetermined at this time. Based on the available information, it cannot be ruled out that thehigher-than-expected wbc content in the whole blood product could be donor-related(characteristics of blood). It also cannot be ruled out that a filtering error or other process error(not resting the collected blood prior to filtering; not expressing air properly from the productbag) could have contributed to the higher-than-expected wbc content in the whole bloodproduct.the instructions for use provide a caution to not squeeze or apply pressure to the filter while it isattached to the bag containing the filtered blood in order to avoid leukocyte leakage.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of whole blood processing,therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The whole blood collection set is not available for return because it was discarded by the customer.